Event description:
Per the clinic, the patient experienced pain, soreness, tenderness, magnet dislodgement and extrusion following an MRI performed in 2023 (specific date not reported). It was reported that the patient subsequently experienced an infection, skin breakdown (open wound) and skin necrosis at the magnet site (specific date not reported). The device was explanted on (B)(6) 2025, and reimplantation is planned but had not taken place at the time of this report.